Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that it was observed that the unit was received already opened. There was no reported harm, injury, surgical/medical intervention to patient and no record of a delay. Another device was used to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) the following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h4, h6, h11. Review of the provided photos and returned product found the product was previously opened, handled, and then returned to the distributor. Once returned to the local distributor, the product was not reprocessed correctly/replaced during the kit inspection. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event can be attributed to transit damage/distributor issue. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.